Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient went to turn on the handset and it said to call manufac turer. Patient said they also got a letter. The issue happened last week just before thanksgiving. The message on the handset said internal device has lost all data. Around two months ago the patient was having a bathroom problem and accidents. The patient was directed to increase the stimulation. Then last week they got a letter and they thought they would check their device, and that is when they got the data lost message. The caller was redirected to their healthcare provider to further address the issue.